Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06042. It was reported the patient experienced pocket heating while charging and developed blisters over the ipg site. The patient went to the emergency room due to the burning sensation. A new low energy charger was sent to the patient to address this issue. The patient was also instructed to wait and let her burn heal before using the new charger.